Event description:
It was reported that a patient presented with insulation damage on the right ventricular lead which was noted during an unrelated procedure. The lead was left unaddressed and no adverse effects were noted.